Event description:
It was reported by the surgeon that he "took a patient back to surgery who had developed severe dysphagia after a tongue/hyoid procedure had been done approximately 1 year ago". During the procedure, it was noted the patient had developed heterotrophic bone formation from the hyoid extending and encasing the sutures to the mandible. The hyoid sutures and heterotrophic bone were removed and sent to pathology. The patient's current condition is reported as "good". The hyoid suspension system advances the base of the tongue and the hyoid bone to prevent obstructions of the airway during sleep. It is a minimally invasive, low morbidity option to treat patients suffering from obstructive sleep apnea. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Complaint history records for similar lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.